Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer that customer was hospitalized due to having gastroparesis and being ill. Customer was happy with insulin pump. Caller was advised to call back with hospitalization information and possible troubleshooting of insulin pump. Several calls were made unsuccessfully to customer for more information.

Manufacturer narrative:
Correction to section b5 as this report was created in error.

Event description:
This report was created in error as the customer was hospitalized due to gastroparesis and being ill. There was no mention of any high or low blood glucose levels.